Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the communication failure between the subject device and the endoscope due to the video connector socket damage of the subject device which had occurred by poor user handling such as the user pulling out the video connector without lowering the unlocking lever. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the subject device and the endoscope was displayed at the preparation for use. At the incoming inspection for the repair, the service department of olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated and the video connector socket was damaged and worn out. The rubber of the subject device video connector socket covered the pins and it made the video connector not touched. There was no patient injury associated with this report.